Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary went offline and failed to reboot. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 7 drawer. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 29may2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report of "device is offline and failed to boot up" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse replaced bus cable that was scraped and protected the new cable part on auxiliary cabinet, inspected rowboard cables and tested in hardware test mode. No further issues were observed. During dchu visual inspection: p/n 121085-01: was received with exposed copper strands and burn marks. During dchu testing: p/n 121085-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).